Event description:
On (B)(6) 2013, the patient underwent treatment of an abdominal aortic aneurysm with gore® excluder® aaa endoprostheses. On (B)(6) 2014, follow-up computed tomography images revealed a proximal type I endoleak. The cause of the endoleak is not known. The device component reportedly exhibiting the endoleak was (rmt261416/10739960). On (B)(6) 2014 an intervention was performed whereby a 28mm aortic cuff was implanted to treat the type I endoleak. Patency of the right renal artery was preserved using a snorkel technique. The endoleak was resolved and the patient tolerated the procedure.

Manufacturer narrative:
Medications: simvastatin, lisinopril, warfarin, zolpidem and clopidogrel. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak.